Manufacturer narrative:
One 3f vascu-PICC was returned for evaluation. A functional evaluation revealed a hole on the extension where the luer is bonded. The extension had to be manipulated in order to see the hole. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after (B)(4). Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the catheter was "leaking at the junction of the luer hub/extension tubing."